Event description:
The advocate stated the customer tested his blood glucose and received readings of 200 and 300 mg/dl using his breeze2 meter. The customer adjusted his insulin based on the breeze2 readings and became hypoglycemic. Paramedics were called, and they tested the customer's glucose at 22 mg/dl once they arrived. The advocate did not mention treatment, but he customer was most likely treated with glucose. The advocate performed control tests and received results that fell within the normal control range. The test strips and meter were returned for evaluation and replacement products were sent to the customer.